Event description:
(B)(4). It was early in the morning and I woken up from a dead sleep to sharp pains in my right side. That was just the first time. The second happened two months later and it was the same sharp pain. The third time it happened I was at work and had to be sent home early due to the fact that I could stand up straight or walk. By the time of (B)(6) 2014 I had to quit work due to many health issues that made working difficult. Ranging from terrible pains to out of no where loss of energy. Trying to keep up with my three kids was no issue before essure but one more baby and essure later and I can barely make it through the day.